Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) was completed. The reported problem (exposed wires) was confirmed. Upon investigation the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief. Damaging cable wires. The root cause for the damage was excessive force. No adverse event resulted from the strained cable. The patient received a replacement electrode belt.

Event description:
A (B)(6) distributor contacted zoll customer support to report that a (B)(6) patient's electrode belt had exposed wires. The patient was issued a replacement electrode belt.